Event description:
It was reported that during a da vinci-assisted surgical procedure, the patient experienced bleeding. The surgeon had confirmed that the intra-operative bleeding was related to patient anatomy and not due to a malfunction of an isi device or system. Reportedly, the patient has bronchial asthma and as a result, the bronchial artery was tortuous thicker than normal. When the pulmonary artery (pa) was peeled off from the bronchi, adhesion due to inflammation the vessel tore and there was bleeding. Since the tip of the aspirator to be inserted from the assist port was not prepared in the clean field, the procedure was converted to an open surgical procedure to control the bleeding. The amount of bleeding is unknown. Follow-up with the surgeon confirmed that the cause of the procedure conversion was due to intraoperative bleeding. It was also confirmed that the patient is recovering well with no issues and that the patient has no problems after the surgery.

Manufacturer narrative:
Based on the current information provided, the root cause of the operative complication is believed to be related to the patient¿s anatomy and not due to a malfunction of an isi device or system. There is no RMA associated with this complaint and thus there are no intuitive surgical, inc. (Isi) products expected to return for evaluation. A follow up MDR will be submitted if additional information is received. Although the full system log is unavailable at this time, the site review of all instruments used in the case were used in subsequent procedures, with the exception of the following: vessel sealer instrument (which is a single use instrument), the cadiere forceps and fenestrated bipolar forceps instruments. A review of the site's complaint history does not show any additional complaints related to any of the instruments or this event. No image or video clip for the reported event was submitted to isi for review. This complaint is being reported due to the following conclusion: the patient experienced intra-operative bleeding during the procedure. As a result, the procedure was converted to open surgery and completed with no further issue. Available information indicated that the patient is recovering well with no post-operative complication reported. Follow-up was attempted, but the missing patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. The product is not implantable. It is unknown if the initial reporter submitted a report to the FDA.